Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the operation on the patient, the endoflator failed 'error message. The operation was then no longer minimally invasive and had to be changed to an open surgery. As the operation was changed from minimally invasive to an open surgery a report is required.